Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead insulation was "crinkled" and "bunched up" near the connector pin and there was blood in the insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.